Event description:
It was reported that the programmer generated an error message indicating a serious software problem. It was noted that when the pro grammer was turned on to disable the auto-printing, it froze at the find model and find patient screen. It was unable to navigate to anything on the screen, and the programmer became unresponsive to finger touch or the stylus pen. Troubleshooting steps were taken, including rebooting the programmer and taking the battery out, which did not resolve the issue. There was no patient involvement.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.